Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent excision of mesh and revision of anterior repair on (B)(6) 2008 due to mesh erosion. On (B)(6) 2008, the patient had removal of exposed mesh due to mesh exposure and dyspareunia. Mesh revision surgery was performed on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent additional excision of eroded mesh on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent rigid proctoscopy, incision and drainage of perirectal abscess and excisional debridement of devitalized subcutaneous tissue on (B)(6) 2008 due to pseudomembranous colitis, perirectal abscess and erosion of mesh between vaginal wall and bladder. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure; anterior repair and proliferative system placement, mesh w cystoscopy for symptomatic grade ii cystocele, sui on (B)(6) 2007 and mesh were implanted into the patient. It is also reported that the patient was obese, and had a prior history of tah bso in 2001, g2 p2, and experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced left labial abscess, atrophic vaginitis, chronic cystitis, microhemturia, urinary tract infection, vaginal discharge, vaginitis, vaginal dryness, urinary incontinence, urinary frequency, bladder spasms, discomfort, and dysuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent an examination under anesthesia, followed with excision of eroded mesh on (B)(6) 2011 due to eroded area of vaginal mesh. Patient underwent removal of exposed anterior vaginal wall mesh on (B)(6) 2008 due to hematuria, exposed anterior vaginal wall mesh and dyspareunia. It was reported that patient underwent mesh excision of mesh erosion and revision of anterior repair on (B)(6) 2008 due to chronic persistent mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent additional mesh revision on (B)(6) 2011.